Event description:
It was reported that the customer's insulin pump had an error alarm during the manual prime process. Advised to revert to back up plan. The customer's blood glucose reading was 8.6mmol/l. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk.